Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, if the cuff was tapered on the upper side/north side instead of the south, it would not dislodge and auto extubate. It was stated that the doctor had experienced this on more than four patients. In addition the pressures are well monitored. There was no patient involvement.